Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy resulting in the development of peritonitis. The breach in aseptic technique was further described as the patient made a mistake and used unsterile gloves when handling their supplies. The peritonitis was manifested as abdominal pain, vomiting and cloudy effluent. The patient was hospitalized for the event and treated with unspecified antibiotic therapy (dose, frequency and route of administration not reported). At the time of this report, the patient¿s fluid was still cloudy and it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.